Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power events was confirmed via the submitted log files. On 06jan2026, the submitted log file captured two power cable disconnect and low voltage hazard alarms while connected to the mpu due to losses of ac power. The alarms resolved both times when power was restored to the system. The backup battery supported the system without issue during these events. The pump operated as intended and there were no other notable events captured in the log files. The provided information indicated the mpu had a v-lock connector on the ac power cord, the ac power cord came loose from the wall outlet, the ac power cord did not come loose from the back of the unit, there were no environmental circumstances that would have affected ac power at the time of the event, and the mpu was not exchanged. Per provided information, the root cause of the no external power events was determined to be due to the ac power cord becoming disconnected from the wall outlet. The device history records were reviewed and the records reveal that the heartmate mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot power cable disconnect and low voltage hazard alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to clinic with driveline damage above the modular connection. The clear sheath appeared to be intact, and log files were submitted for analysis. The log files captured power cable disconnect, low power hazard, and no external power while connected to the mobile power unit (mpu) on (B)(6) 2026 from 09:14 to 09:16. There was no pump interruption during these events as the controller¿s emergency backup battery (ebb) functioned as intended. The alarms resolved upon the mpu regaining power. There were no electrical conductor issues seen in the event log, and it was recommended to apply rescue tape to the percutaneous lead's outer jacket tears.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.